Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving right side stimulation. Reprogramming was attempted to no avail. Diagnostics revealed invalid impedance values for the scs lead. As a result, the scs lead was explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention.